Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2021-13355. It was reported that the patient complained of motor sensory deficits in the lower limbs post lead implantation. CT scan showed spinal cord compression due to an air pocket. Patient underwent decompressive laminectomy to address the issue. To date, patient is a paraplegic.